Manufacturer narrative:
The issue was with the x-ray tube. The corrective measure taken was to replace the x-ray tube. Performed all calibrations and tests, tube seasoning, and daily cal and qa passed. No harm to the patient or users.

Event description:
When trying to shoot x-rays, they are not getting fired and showing an error on the screen, causing a delay in the patient procedure.